Event description:
The index procedure was (B)(6) 2010 with placement of two promus stents, one in the proximal and one in the mid left anterior descending (lad) arteries. It was reported that the subject presented on (B)(6) 2012 and experienced 7/10 heavily, central, non-radiating chest pain while showering for a family funeral which was relieved with morphine. An echocardiogram showed new st depression v4-v6, about 1 mm, serial trops 159 and 1721ng/l. Myocardial infarction (nstemi) was diagnosed; the patient was admitted and transferred (B)(6) 2012 for cardiac angiogram. The findings were normal left main coronary artery (lmca), left anterior descending (lad) normal vessel with no clear stenoses along the long stent; severe disease in the small septal and diagonal branches, normal dominant circumflex. The right coronary artery (rca) target vessel was not imaged as it was known to be non-dominant; good systolic function of 65% was noted. The site comment states it cannot be excluded for sub-acute stent thrombosis, therefore subject should have long-term clopidogrel. Additionally, it was noted that the promus stents were patent. There was no reported treatment provided. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of chest pain, ischemia and myocardial infarction, and thrombosis are listed in the promus instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The additional promus referenced is being filed under a separate manufacturing report number.